Event description:
It was reported that there was increased threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok". It was reported that the atrial lead was explanted and replaced due to dislodgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary (B)(4) no anomalies found; full lead returned and analyzed.